Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon resection, the device did not fire, the space between the cartridge and anvil did not close and the green bar was not visible in the indicator window. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection that the instrument noted that the safety feature was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the safety feature was broken that has no relationship to the reported condition. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.